Event description:
It was reported that the device was used during a laparoscopic sigmoid colectomy. It was reported by the rep that while firing the tsb45, the surgeon fired (3) blue cartridges and (1) white cartridge without incident for a total (4) firings. For each of the 5th and 6th firings with the white reloads, she experienced significant difficulty squeezing the black firing handle all the way. Each firing left a partial staple line with no cutting evident. The surgeon used a tsw45 to complete the procedure. The 5th and 6th firings were across previous staple lines from the 4th firing. There was no consequence to the pt.